Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience pro 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with mild calcification and 95% stenosis. Following pre-dilatation with a 2.0x15 mm balloon dilatation catheter, a 3.0x48 mm xience xpedition stent was successfully deployed at 16 atmospheres. Post deployment a distal edge dissection was noted. An additional xience stent was successfully deployed to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.